Manufacturer narrative:
Information was not provided regarding patient involvement when the issue was discovered. Customer is reporting the v60 blower has resolved the problem. No parts were returned. If the part is returned, an investigation will be conducted at the component level and a supplemental report will be submitted.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.

Event description:
It was reported to philips that the v60 blower has no output and is displaying blower temperature too high diagnostic code. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The rse advised the biomed to navigate to the v60 pneumatics screen and check the rpm of the v60. Biomed is reporting the v60 rpm does not increase if pressure and flow are adjusted. The rse advised biomed the recommended repair is the v60 blower assembly.